Event description:
It was reported the insulin pump was returned for failure analysis.

Manufacturer narrative:
The insulin pump was programmed with a 2.0 u/h basal rate and monitored. Several boluses were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No history anomaly noted. The insulin pump was connected with test glucose monitored and communicated properly. The insulin pump was downloaded to care link pro and report shows blood glucose readings done during testing. However, several displayable history check failed on startup alarms at the alarm history file. Displayable history check failed on startup alarms due to a corrupted history file. The insulin pump had minor scratched lcd window, cracked case at window corner and cracked reservoir tube lip.